Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient went to operating room for placement of tracheostomy tube and returned for post-op. While patient was being hooked back to the vent, it was noticed that the tracheostomy tube was free floating in and out of the flange. Anesthesia and critical care team used blue rhino and stylet to insert a new tracheostomy tube.